Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: dtba1d1 ICD implanted: (B)(6) 2015; product ID: 6721s-50 lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the epicardial left ventricular (lv) lead had high thresholds and was causing phrenic nerve stimulation. The lead was capped. A previously capped lv was uncapped and replaced the lead. No further patient complications have been reported as a result of this event.